Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Syringe contaminated. When did the incident occur? During use. Additional information: has there been any patient impact (serious injury, medical intervention, change of treatment required)? No, the particle was identified during preparation in the pharmacy. Affected products were not used for patients.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a white particle is observed within the syringe. A device history review was performed for reported lot 2402067, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no foreign matter or contamination was identified within any of the devices. It is possible the particle generate during the assembly process. Without the physical sample, we cannot identify the composition of the particle observed, therefore we cannot identify the origin of the particle and a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.